Event description:
The info provided through the FDA: "after treatment with the thermacool laser, I have been left with an approx 1" scar horizontal above my left eyebrow. The scar was in the only area that was treated twice during the procedure, which was exclusive to the brow and temples." From the info provided. Thermage cannot determine if the company has previously received a report on this matter.